Event description:
It was reported that after a glenohumeral instability shoulder bankart repair surgery a failure of the fixation occurred and the reason for the failure of the fixation was a loosening of the initially implanted arthrex fastak® anchor device. The failure of fixation was not caused due to trauma. A revision surgery was performed. No further information received.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to misuse due to use error/improper fixation.